Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. System error 105 alarms were not reproduced during evaluation. The device was found out of specification in relation to the reported system error 105 alarms which were verified through a review of the event history log. The alarms were found to be caused by a failed motor flex. The motor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 105 (pic motor error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.